Manufacturer narrative:
Philips investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. The philips field service engineer (fse) inspected the system onsite and confirmed that a "multiple x-ray sources" alert was logged in the camera event log. To resolve the issue, the factory team reconfigured rackea in the b cabinet; this did not clear the alert, however, the issue did not affect camera or system functionality. The system was subsequently returned to service in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury upon recurrence, and as such, the complaint was reported. Since that time, it has been identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the user of the product must institute a user routine checks program. The user of the product shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. It is instructed not to use the product for any application until the user is sure that the user routine checks have been satisfactorily completed; therefore, as the device was outside of use at the time the issue was identified, the user would identify this issue prior to use, and the issue happened due to improper maintenance. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome. (Device) problem code grid was corrected.

Event description:
It was reported to philips that the system gave an alert indicating multiple x-ray sources were detected, which can impact image quality and prevent image display no harm to the patient or user was reported. We are conservatively reporting this event as the investigation is ongoing.